Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp experienced difficulty inflating and deflating the device. The patient also noted that the device would occasionally self inflate. A revision procedure was performed, during which the physician observed that the pump was twisted in the scrotum and the tubing was spiraled from the corpora to the pump. The physician believes the device may have been positioned this way during implantation and is uncertain whether this contributed to the reported difficulties. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty inflating and deflating the device. The patient also noted that the device would occasionally self inflate. A revision procedure was performed, during which the physician observed that the pump was twisted in the scrotum and the tubing was spiraled from the corpora to the pump. The physician believes the device may have been positioned this way during implantation and is uncertain whether this contributed to the reported difficulties. The device was explanted and replaced. No patient complications were reported.